Event description:
It was reported via phone call that the insulin pump alarmed button error. The insulin pump was exposed to slight dampness, but not submerged under water while they went camping. The insulin pump's history showed a button error alarm. The most current blood glucose reading was 5 mmol/l. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.